Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture and crease/folding. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture and "creases." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: flat creases, underweight, and broken shell. A visual and microscopic analysis were performed which identified: a sharp pattern on radius of the broken device, assessed as a surgical impact opening, stress mark in the shell and missing shell (0-25%). Creases are observed but have no relationship with manufacturing. Based on the device analysis the final assessment is: missing shell assessed as inconclusive. A sharp pattern on the anterior side of the broken device, assessed as a surgical impact opening.